Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the pacemaker system was interrogated post operatively the following morning after the initial implant procedure. It was observed that the p-wave had decreased (low amplitiude) significantly, and the atrial thresholds had increased. A chest x-ray was performed and found that this right atrial (ra) lead had dislodged and required repositioning. Subsequently, a revision procedure was performed, and the lead was repositioned without further incident. No additional adverse patient effects were reported. This lead remains implanted and in service.